Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure a magnet was placed over the implantable pulse generator (ipg) and it did not appear to switch the ipg to magnet mode. It was noted the patient's heart rate continued at approximately 100 beats per minute. It was further reported that there was intermittent undersensing on the right atrial (ra) lead. The ipg and the lead remain in use. No patient complications have been reported as a result of this event.